Manufacturer narrative:
Manufacturing review: a manufacturing review was performed. The lot met all release criteria. This is the first complaint that has been reported for this corporate lot number and issue to date. Visual/functional evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: medical records were not provided; therefore, a review could not be performed. Image/photo review: images/photos were not provided; therefore, a review could not be performed. Conclusion: the investigation is inconclusive, as the sample was not returned for evaluation. All maxcore devices are 100% inspected for any foreign matter or defects. Therefore, it is unlikely that the root cause is manufacturing related as the sample was not returned. Based on the information available, the definitive root cause for the reported issue could not be determined. Labeling review: the current instructions for use (IFU) states: how supplied: the product is supplied sterile and non-pyrogenic unless the package has been opened or damaged. Sterilized using ethylene oxide. For single use only. Do not reuse. Do not resterilize. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
No device, no medical records or no medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during preparation for a bladder biopsy, a plastic material was allegedly found after removing the protective sheath and it allegedly jammed the device. The plastic piece was reportedly removed after some manipulation. No patient injury was reported.